Manufacturer narrative:
Additional narrative: UDI: (B)(4). Reporter¿s phone number: (B)(6). Reporter¿s complete mailing address was not provided. Reporter¿s complete contact name was not provided this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - neuro tip. Therefore, the reported condition was confirmed and an assignable was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device had cracks in the dura mater guard. This event did not occur during surgery. There was no patient involvement. The exact date of this event is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.